Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports receiving an alert for missing sensor values. The patient's blood glucose levels reached 389 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include frequent urination and dizziness. The patients pod was removed prior to going to the hospital. Upon arrival at the hospital emergency room the patient was treated with intravenous fluids. The patient is expected to be discharged from the hospital emergency room later on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone14.3 cgm sensor type: g7.